Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the 8709 catheter j11011r01 revealed a broken catheter body. The distal end of a returned segment of the catheter had a slight jagged look to it along with a slight oval shape when viewed in cross section. This indicated that the catheter was compressed at this area and most likely broke at this point.

Manufacturer narrative:
(B)(4)

Event description:
It was reported a catheter fracture occurred. It was noted that the patient had been "struggling for about a month" and that his spasms got "worse." It was initially thought that a urinary tract infection was contributing to the increased spasticity but then an x-ray showed a broken distal segment of the catheter. It was noted that both the catheter and the pump were replaced as the pump "only had a year left." It was also noted that the components were to be returned. The device system was used to infuse baclofen and morphine. Patient status was listed as alive, no injury, no adverse event. A follow up report will be filed if further information become available.

Manufacturer narrative:
(B)(4).

Event description:
.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2012 (B)(6). (B)(4).